Event description:
In 2009, the patient reported that her infusion devices had been taken away from her, and she was very upset. She stated that she was on injection therapy. She stated that the infusion devices had been taken away from her because her daughters found her unconscious approx three months prior, due to elevated blood glucose (level unk). The daughters called paramedics, and the patient was treated with insulin and she was transported to the hospital. She was admitted to the ICU and diagnosed with diabetic ketoacidosis. She stated that elevated blood glucose was her fault because she ate a chocolate bar and she did not bolus appropriately. The patient's normal blood gulose level is 200mg/dl. The patient has had several face-to-face training sessions, the most recent being four months prior to original date. Upon follow-up with the patient's mother three days after the original date , she stated that the patient was disconnected from the infusion device at the hospital and the mother took possession of the device at that time. She stated that she will not return the device to the patient until advised by her physician that she can continue use of it. She does not feel the patient can safely operate the infusion device. Sha stated the patient has memory issues. Per follow up with the patient's physician the following month, the patient is not to resume infusion therapy. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.